Manufacturer narrative:
Additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for an electromagnetic (em) shunt placement case, the local representative (cs) plugged the side emitter into the system, it initialized, and displayed the "localizer faulted" error. The site rebooted and the emitter worked temporarily, and then the error message "localizer faulted" reappeared. The site swapped in an emitter from an ear / nose / throat (ent) system, and it "seemed to work fine." The site was able to continue with the case normally. The probable cause of the issue was noted to be the side emitter. There was no patient involvement.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735521r, serial/lot #: -, ubd: , UDI#: h3, h6: the system was serviced in the field. The side emitter was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) the 9735521 emitter (lot number: 603005165) was returned to the manufacturer for evaluation. It was reported that there was no fault found. Codes c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.